Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they seem to have less bowel incontinence now. The patient noted that they were having loose bowels 10-12 times daily. The patient reported four months with the neuromodulation with a few months of bladder infections. The patient noted that they were antibiotic resistant now and that the neuromodulation was turned off on (B)(6) 2017. The patient stated that they were having less loose stool and were waiting to see if there was a difference with bladder infections now.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called stating that they did not had 50% symptom reduction since being implanted despite having multiple programming changes. Patient had a lack of therapeutic effect for her bowel control. Patient had been on antibiotics since implant due to their having more bladder infections since there was implanted with the interstim system. Patient stated that the healthcare professional (hcp) thought they had been having more infections since the system was implanted. Patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) has been added .